Event description:
It was reported that a pt underwent an anterior pelvic floor prolapse repair procedure on an unk date. During dissection, the anterior vaginal wall veins of santorini began bleeding and bled in excess of 500ml. The bleeding site was repaired with suture and compression until the pt reached hemostasis.

Manufacturer narrative:
(B)(4). Bleeding occurred. Conclusions: no conclusion can be obtained at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.